Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp support for 73-year-old male patient, the distal part of the sterile sleeve (close to the red plug) was broken. The device was not removed as a result. There was no reported patient harm.

Manufacturer narrative:
The investigation for product damage (sterile sleeve damage) has been completed. The pump was not returned for investigation. According to the clinical report, the distal part of the sterile sleeve (close to the red plug) was found broken. The cause of the product damage (sterile sleeve damage) issue was not determined since the product was not returned and sufficient clinical information was not provided. B.3 revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12504. D.4 unique identifier (UDI) # was revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12504. E.1 last name should have been left blank on the initial manufacturer device report number 1220648-2024-12504 as it is unknown what the physician's last name is. E.1 address line 1 and 2 were revised as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12504. E.1 international phone number was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12504 and should have been left blank. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12504 as it is unknown the initial reporter also sent the report to the FDA. G.1 revised manufacturing site name and address section as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12504.